Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Customer's blood glucose was 495 mg/dl and 440 mg/dl at the time of incident. Customer treated high blood glucose with insulin pump. Customer stated they were unable to calibrate the insulin pump due to high blood glucose. Customer was agreed to troubleshoot. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. The insulin pump will not be returned for analysis.